Event description:
Pt was on an arrow iabp and was extremely restless despite medication. Blood was noted in the helium tubing and once the tubing was clamped it was noted that blood had pooled in the machine and was in close proximity to the electrical wiring in the machine. Bio-med concerned re: the possibility of a micro-shock to the pt.